Event description:
It was reported that the patient presented for a remote follow up via merlin.net with stored episodes of post-paced t-wave oversensing recorded by the implantable cardioverter defibrillator. Programming changes were discussed, but were not yet made. Further information was requested but not received.